Event description:
The device was used during a laparoscopic donor nephrectomy. Reportedly, a component disengaged from the instrument into the pt's cavity which the surgeon was able to retrieve without injury to the pt.